Manufacturer narrative:
(B)(4). The complaint of "packaging damage - sterility compromised" was confirmed based upon the samples received. Visual examination of the returned sample revealed that a hole was observed in the lidstock. The sterility of the packaging is compromised due to the damage. Per manufacturing site feedback, the packaging appears to have been damaged during storage or shipping. An investigation within teleflex was initiated for the manufacturing site to further investigate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "13 jan 2024,package was found broken during incoming inspection. 1 cartridge involved".

Event description:
It was reported that (B)(6) 2024,package was found broken during incoming inspection. 1 cartridge involved".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.